Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Imaging modalities failed. It was found that generator was not switching on. The medtronic representative reported that the motion and generator batteries need to be replaced. Standalone board is burned down and need to be replaced. No parts have been returned for analysis. The imaging system issue has not yet been resolved.

Event description:
A physician from the site reported that the imaging system doesn't boot up. Pendant indicator shows that generator doesn't switch on. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the standalone board for the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect standalone board has not been received by the manufacturer for evaluation.